Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the biopsy channel. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. -states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinders had no color, the scope case unit had corrosion due to water leakage, water tightness was lost due to damage on the instrument tube, the light guide bundle had breakage, and the bending section cover adhesive was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the colonovideoscope as part of the asset return process. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a whitish foreign material in the jet tube. The report is being submitted due to foreign material in the scope found during evaluation.